Event description:
It was reported that the patient had syncope. The atrial lead had a jump in impedance. The lead was thought to be fractured. The lead was explanted, and a second surgery was planned to implant a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Automatic lead diagnostics shows atrial lead impedance trend rises from approximate minimum of 3200 ohms to 4200 ohms throughout the record. The lead warning occurred on 2013-(B)(6).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.